Event description:
It was reported that a patient underwent a right knee debridement and total knee arthroplasty procedure under general anesthesia due to right knee arthropathy on (B)(6) 2023 and suture was used. During the operation, total knee prosthesis (including femoral component, tibial tray, tibial liner and artificial patella), disposable bone cement mixer, biological polysaccharide flushing glue and bone cement were also used. Also, intraoperative intravenous drip of lysimycin 0.6g and tranexamic acid 1g were used. The operation went smoothly. After returning to the ward after the operation, the patient developed high fever, chills and gradually developed shock symptoms, and was later transferred to the ICU. The patient is currently being actively treated in the ICU. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that the ethicon sutures involved caused and/or contributed to the post-operative complications of the patient? Does the surgeon believe there was any deficiency with any of the ethicon sutures used in this procedure? If so, please provide details. Please provide the patient's weight and bmi at the time of index procedure on what tissue was each suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon¿s name? Please describe the patient manifestations of the reported symptoms (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2023-07160, 2210968-2023-07161, 2210968-2023-07162.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: does the surgeon believe that the ethicon sutures involved caused and/or contributed to the post-operative complications of the patient? Does the surgeon believe there was any deficiency with any of the ethicon sutures used in this procedure? If so, please provide details. Please provide the patient's weight and bmi at the time of index procedure on what tissue was each suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon¿s name? Please describe the patient manifestations of the reported symptoms (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe corrected information: h6 type of investigation.